Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed light guide coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection. Inspecting the endoscope body 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft parts are not abnormally hard. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera tracheal intubation videoscope had a tip pinhole. Upon inspection and evaluation, the coat of the image guide snake pipe is peeled off was reported. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation. Update: added UDI(B)(4) from access gudid jn-495180, 16nov2023.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the due to a cut on connecting tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, connecting tube has a wrinkle, multiple scratches found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.